Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an issue with the top button key being unresponsive on the insulin pump. Customer's blood glucose was normal and did not require medical treatment.